Manufacturer narrative:
Cec adjudicated the bleeding complication as no event. No overt bleeding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted into the rca. Approx 4 weeks post index procedure, the patient faecal occult test was positive. The patient is not recovered. The patient was on dapt 24 hours prior to event. The investigator assessed the event as unlikely to be related to the index device and possibly related to anti-platelet medication.